Manufacturer narrative:
Evaluation summary. The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The printed circuit board (pcb) interface and the cable were both replaced. The system was tested and found to meet product specifications. The product met specifications at the time of release.the root cause cannot be determined conclusively.(B)(4).

Manufacturer narrative:
Sample in transit for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).

Event description:
A doctor of ophthalmology reported the system laser was not working before a procedure. The surgery was performed on the same day by using another laser. Patient was not affected. Additional information has been requested and received.